Manufacturer narrative:
The initial reporter name and telephone number were not provided to siemens as of the date of this report and have been requested by siemens. Siemens has completed the technical investigation of the reported event. The malfunctioning and worn bearings were discovered during the maintenance inspection. Though the bearings are developed and designed to last for the entire life of the equipment under normal conditions, this system was installed on (B)(6) 2011 and was heavily used. The system counter has already 6.000.000 scan seconds. The worn bearings were determined to be the root cause of the reported event. The patient table was replaced to resolve the issue. The investigation concluded that there is not a general design issue and remedial action is not necessary.

Event description:
It was reported to siemens that the patient table associated with the somatom definition as system sagged horizontally by approximately 5 degrees due to two malfunctioning and worn bearings inside the lift mechanism. There was no report of patient injury during this event. In a worst-case scenario, however, if the CT system was used for radiation treatment planning, a radiation dose to the wrong location later during the treatment cannot be completely excluded. It was reported that the customer had already stopped using the reported system for radiation therapy (rt) planning approximately six months before the table event. The patient table has been entirely replaced. This report has been submitted with an abundance of caution. The reported event occurred in (B)(6).